Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the surgeon¿s experience with the pph03? Use pph03 since 1997. Roughly about 300 ¿ 350 cases. What grade of hemorrhoids did the surgeon present with? Grade 3. Were the hemorrhoids circumferential or just on one side? Information not provided. How far above the dentate line was the device/purse string sutures placed? Roughly 3-5cm. Were any of the forces higher or lower than expected (closing, firing, or opening)? Normal forces. When the device was fired, where was the indicator within the green zone/gap setting scale? Surgeon can¿t recall. When was the red safety disengaged? After waiting for 30 seconds, before firing. After closing the device, did the surgeon wait 30 seconds prior to firing? Yes. How did the surgeon confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Compressed until unable to fire further, and with crunch sound. After firing, did the surgeon wait 20 seconds prior to opening? Yes. Were any unexpected noises heard? If so,when? No. What was the appearance of the deployed staples? No staples seen at all in the patient body or at the sterile field. Were there staples seen in the surgical field? No. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? No. Donut was complete and perfectly cut. After firing, was the safety re-engaged prior to removal? Yes. Did the surgeon inspect the cutting washer to confirm a complete cut? Donut was complete and perfectly cut. Was the staple line examined using the anoscope or other instrument? Use bare eyes and ot light to check on staple line. Noticed no staple lines formed. Did a hcp other than the primary surgeon fire the instrument? If so, whom? Hcp experience? No. Is a pathology specimen available? No. What is the current status of the patient? Admitted ICU for 1 night. Transferred to normal ward for 2 nights. During the surgery, loss 3 bags of blood which caused patient bp very low, as the patient did a heart bypass surgery before. Extra 1 hour ot time to do hand-sew anastomosis. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a removal of hemorrhoid procedure, after firing the device, patient experienced tremendous blood loss. Surgeon checked on staple line but there was not even a single staple line formed. No single staple seen in the device nor on the patient body. The device only cut but didn't staple the anastomosis. Surgeon did suturing on distal and proximal end to stop the bleeding. Bp patient went very low as patient was a heart bypass patient. Tremendous blood loss on patient and patient needs three bags of blood to replace and landed in ICU. Patient is still critical. Sixty minute delay in procedure.